Manufacturer narrative:
The event date and date of death was not reported, the aware date was used as an estimate.

Event description:
It was reported that a patient death occurred. It was reported via social media that one day post procedure the patient passed away.